Event description:
A bipap a40 ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement and no harm or injury reported. During device evaluation, an ventilator inoperative code was noted indicating failure of the outlet pressure sensor. Replacement of the device printed circuit board assembly is required to resolve this issue. However, no repair work was completed because the device was scrapped per customer request. No foam particles were found inside the device. The device will be included in the fsn 2023-cc-src-039.